Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
An olympus territory manager reported to olympus technical assistance center (tac), upon installation, the digital visual interface (dvi) 1 in port of the high-definition lcd monitor was not working. During troubleshooting, multiple processors were connected with the subject device, with different dvi cables but there was no image when dvi 1 input was selected. There was no patient involvement in this event.

Manufacturer narrative:
Correction to h4. The device manufacturer date was updated to april 6, 2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, no image from the dvi1 port output even after trying multiple dvi cables was confirmed. It is likely that the function of the board or connector related to the dvi1 output was damaged. The root cause could not be determined. Olympus will continue to monitor field performance for this device.